Event description:
It was reported that two weeks ago a new hi electrode was seen during testing, the patient now has 7 electrodes switched off due to hi electrodes. The hi impedances have been appearing progressively.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.